Event description:
It was reported that, the patient with this implantable lead felt due to appropriate shock. During follow-up, an x-ray confirmed a dislodgment. Subsequently, a revision procedure was performed, however, tissue was noted in the helix and did not allowed to retract. This implantable lead was left the in the original position. No additional adverse effects were reported.